Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the electronic assembly. The pump had scratched display window, cracked display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 123 mg/dl at the time of incident. The customer stated that the pump was not turning on even after battery changes. Troubleshooting was completed but the pump still did not turn on. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.